Manufacturer narrative:
The technician found the cause to be a stuck head up valve to the head section. The technician replaced the head up valve to resolve the issue.

Event description:
Account alleged that the head of the bed will not raise. No patient impact.